Event description:
It was initially reported that the patient experienced cellulitis. It was indicated that it was not related to pump system. Patient status was noted as recovered. It was later reported that the patient experienced cellulitis of the lower right leg with pain and swelling. Cellulitis was determined to be unrelated to gabalon; and "not sequela" was noted. In the opinion of the attending physician there was no causal relationship with gabalon and this trend was observed prior to implantation, so "this refutes a relationship with itb implantation itself". The patient remained in the hospital at the time as follow-up was ongoing. On (B)(6) 2012, additional information reported indicated a moderate phlegmon of the lower right thigh as having occurred after the intrathecal baclofen implant; with onset of (B)(6) 2011. It was further noted that right drop foot accompanied this due to compartment syndrome. As assessed on (B)(6) 2011, sequela; paralysis of the right peroneal nerve was noted in regards to the patient's outcome. It was unknown if the drug had caused the phlegmon; however there was no causality noted in regards to procedure or the patient's device system. It was also indicated that since this is a medical problem that arose after surgery, it is clearly a complication of the operation, but the cause of the phlegmon is unknown and all of the factors connected with the surgery could be the cause. Clarification of cause was stated as not being possible, as it is a complication and it seems that the determination to make it an adverse event is appropriate. Mild and non-serious pseudomembraneous colitis also later occurred, with an onset of (B)(6) 2011. The patient was noted as recovering, per an assessment that occurred (B)(6) 2011. There was no causality of the patient's pseudomembranous colitis with respect to the drug, device system, or procedure. In regards to phlegmon of the right lower thigh and pseudomembraneous colitis, there was no change in regards to the patient's drug/baclofen or device. The patient did not experience overdose, withdrawal symptoms, or resistance.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on the evening of (B)(6) 2011 and subsequently spasticity was observed in the anterior surface of the right lower leg. On (B)(6) 2011 reddening and swelling were observed in that area. The patient was diagnosed with cellulitis by a dermatologist and systemic administration of antibiotic was initiated. Flumarin was administered intravenously from (B)(6) 2011 and vancomycin was administered intravenously from (B)(6) 2011. On (B)(6) 2011 it was noted that along with the swelling in the right calf, active exercise of ankle dorsiflextion became impossible. The patient's condition was diagnosed as fibular nerve palsy due to compartment syndrome. On (B)(6) 2011 the palsy in the right calf had not improved and the patient was in the condition of drop foot. Improvement of the swelling in the right lower leg was observed on (B)(6) 2011. It was also noted that from (B)(6) 2011 through (B)(6) 2011 the patient's dose had been increased multiple times beginning at 130.0mcg/day and ending at 600.0mcg/day.

Event description:
Additional information was received. It was reported that the patient had a severe, anomalous deterioration in spasticity that began (B)(6) 2011. Specifically, there was considerable worsening of contracture in the lower limbs seen when the patient returned to the hospital by ambulance. Additionally, the patient exhibited excessive perspiration and difficulty in respiration. 'X-p imaging' revealed no catheter problems. 'Horizon 5 mg' was administered via intramuscular injection and the patient's daily dose of baclofen was increased. Later, the symptoms of the systemic cramp improved. It was noted that the patient had recovered as of (B)(6) 2011. The spasticity change was engendered by an acute worsening of the patient's underlying disease and wasn't related to the pump, catheter, or programmer.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient also experienced systemic cramping with an onset date of (B)(6) 2011. The patient recovered as of (B)(6) 2011. The dose of baclofen had been adjusting during the patient¿s hospital stay on (B)(6) 2011. The spasticity y in the lower limbs increased abnormally at around 18:00 on (B)(6) 2011 when the patient ¿stayed away from the hospital¿. At that time the patient was taken to the hospital by ambulance. At 20:30 the patient arrived at the hospital. At that time considerable worsening of contracture in the lower limbs was observed along with a ¿large¿ amount of sweat. Conspicuous spasticity in the lumbar region was observed and the patient had difficulty breathing, as previously reported. The dose of baclofen was increased as previously reported and patient vital signs were: blood pressure 94/64, heart rate 98bpm and oxygen saturation 96%. As reported, the systemic cramps improved as of (B)(6) 2011. It was confirmed the patient had recovered from the adverse events as of (B)(6) 2011.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot# unknown, product type catheter.